Event description:
It was reported that surgery was delayed due to the surgeon having to remove a broken piece of the instrument.

Manufacturer narrative:
The purpose of this investigation was to examine the returned instrument. No destructive analysis was performed. A fracture, likely due to overloading or fatigue, was observed at the neck of the rasp. An overload fracture can occur when the applied mechanical forces exceed the strength of the material. The exact cause of the fracture could not be determined from the information provided.

Manufacturer narrative:
.